Manufacturer narrative:
Zimvie complaint number (B)(4). D4: UDI not available. G4: PMA/510(k) number not available. H4: device manufacture date not available, lot number unknown. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : product not returned, summary investigate.

Event description:
It was reported the screw fractured inside the implant. Unable to remove the fractured part from the implant. All on 4 inferior. Doctor would like to put the implant to sleep and place a new implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie did not receive one (1) unknown biomet screw and one (1) xifnt413 (osseotite tapered certain implant 4 x 13mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did submit images for the reported event. The image revealed that dental position 12 had a fractured screw inside the implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was material selection of the product is not adequate to withstand occlusal forces therefore, based on the available information, a device malfunction did occur. The attached image revealed a fractured screw inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.